Event description:
Last 20 minutes of dialysis run. Venous line disconnected, < 300cc blood loss. Pt rinsed back. Bp decrease with no reservoir in decrease bp after 15 wand. Cardiac arrest. To hosp with paramedics. Pt found to have had mi r/t arterial spasm. Discharged back to nursing home with full recovery.